Manufacturer narrative:
This device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements in the right ventricular (rv) channel higher than 200 ohms, and low out of range pacing impedance measurements in the right atrial (ra) channel lower than 200 ohms. Additionally, it was noted that there was noise and that the insulation was likely damaged in the ra lead. This crt-d remains in service. No adverse patient effects were reported.